Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-01007. It was reported the patient experienced pain in his left hip and leg with stimulation on and off. The patient was implanted for left ankle pain. The pain was treated with medication and the system was subsequently explanted.